Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. Information was requested but details were not available regarding whether or not the device was in use on a patient, medical intervention, patient injury, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.